Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.

Event description:
Pt was in the hem/onc clinic and the mother called out. Rn went into the room and the patient was found to be bleeding profusely. Upon further discovery it was noted that the hemo-cath had completely broken apart. Hemostats used to clamp line and patient was taken to surgery for removal and replacement.

Manufacturer narrative:
The catheter involved in the incident was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The root cause could not be accurately evaluated because the physical device was not returned for a complete analysis. Therefore, we are unable to determine the cause or factors that may have contributed to this event.